Event description:
A baxter field service technician serviced a colleague device for a damaged battery alarm. It is unknown when this event occurred. There was no report of patient involvement, patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. Upon review of the pump's event history by baxter personnel, it was found that a depleted battery alarm interrupted delivery. The user interface module software version of this pump is currently unknown.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a damaged battery alarm was confirmed during product evaluation by baxter service personnel. The root cause of this condition was assigned to depleted main batteries. The main batteries and harness were replaced to correct this condition. Additional information: this involved a colleague p1.5 infusion pump with a user interface module software version of colleague p1.5 (6.13.92). This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). The device is currently in the process of being evaluated on site by a baxter field service technician. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.